Event description:
The implant malfunctioned due to part not retained on mating part (e.g., the malfunction did not cause or contribute to a death or serious injury (B)(6)2023 19:08:39 cet (3509404) phone(B)(6) user:(B)(6) received date of the return product:(B)(6)/2023